Event description:
A high reading issue was reported with the adc device. A caller reported receiving a high sensor scan of 408 mg/dl when compared to a competitor meter result of 42 mg/dl. It was further reported that the customer self-treat by drinking lemonade and had taken ¿more insulin¿ and consequently, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose shot for the diagnosis of hyperglycemia. Note; the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch.. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported receiving a high sensor scan of 408 mg/dl when compared to a competitor meter result of 42 mg/dl. It was further reported that the customer self-treat by drinking lemonade and had taken ¿more insulin¿ and consequently, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose shot for the diagnosis of hyperglycemia. Note; the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.